Manufacturer narrative:
Gbo complaint : (B)(4). Received 1rl 454021/b140833f for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. Samples were tested according to the standards and gbo procedures. Tubes were verified to be correctly assembled and had the correct fill guide line positon. Additive content to be found within specification in all tested samples. Standards specify the draw volume to be within +/- 10% range of the nominal fill volume. Some of the provided samples were found to fill below the -10% tolerance range. Exceeding the maximum recommended storage temperature may lead to impairment of the tube quality (i.e., vacuum loss, drying out of liquid additive, coloring etc). Production and quality have been informed and will continue to monitor this closely. According to communication from the customer, batch b14113nj tubes are not underfilling. They did not understand the fill level marking on the tubes. The complaint is closed as not confirmed.

Event description:
Customer states that they are encountering issues with the tubes under filling. All of the tubes are filling about 0.5ml under the fill line. Competitor straight needles are used and the tubes are held in the holder during collection.